Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, sample leakage occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, sample leakage occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. For lot number 5282522, a total of 30 retained samples from each lot were subjected to functional tests to assess the functionality of the device and check for holes in the tubing and leakage. All samples passed testing, showing no evidence of defects, damage, or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5282522, for the indicated failure modes: leakage and sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.